Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jan2021 .

Event description:
The customer called into technical support (ts) reporting that the device is displaying a dim screen and requesting part ID for ui assembly. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed reported problem. Provided part ID for the customer.

Manufacturer narrative:
G4:17feb2021. B4:24mar2021. The remote service engineer (rse) provided part ID for user interface assembly to the customer to resolve the reported problem. Attempts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. A review of service history found no parts were ordered or continued service requested, and the case was closed. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.